Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a prime alarm during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, cracked end cap and minor scratches on display window noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed an error and had a protruding drive support cap. The blood glucose reading was 115 mg/dl. The customer stated that insulin squirted out during the manual prime process and continued to drip after the motor stopped. The "rewind" message occurred after the alarm sounded. She stated that she was stuck in rewind complete/bolus delivery loop. The insulin pump had neither been dropped nor bumped prior to the alarm. Advised discontinuation and replacement of the insulin pump. Nothing further reported.